Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the picu nurse notes flow rate (fr) was only 0.9lpm and the arctic sun device was alerting 113 (reduced water temp control). Guided to diagnostics: system hours 1818, pump hours 1649, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 26%, flow rate (fr) was 0.9lpm. Adjusted tubing and flow rate (fr) dropped to 0.7lpm. Disconnected and reconnected tubing using proper technique. No increase in flow rate (fr) (fluctuated from 0.4-0.7lpm). Disconnected old pad and connected new pad. Flow rate (fr) was 1.4lpm. Old pad ngkt2574. Please contact the unit coordinator for return of this pad for investigation. Second call for same patient. They were again getting low flow and alert 113 (reduced water temp control). Flow rate (fr) was 0.9lpm and they were hesitant to make any changes, but the provider asked to call. Explained correlation between flow rate and heater capacity. Rather than troubleshooting this pad, they connected the previous pad off to the side to increase flow rate which settled at 1.8lpm.